Event description:
It was reported in a scientific article that a vns pt developed abscess around the generator requiring removal of the device, antibiotic therapy, and re-implantation. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Article citation - murphy, jerome v., richard torkelson, irene dowler, and stephen simon. "Vagal nerve stimulation in refractory epilepsy". Arch pediatr adolesc med 157 (2003): 560-64. Print.